Manufacturer narrative:
(B)(6). Additional product code ¿ hwc. (B)(4). Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent revision surgery on (B)(6) 2015 for a nonunion and fractured nail. The nail was reportedly broken into two (2) pieces at the helical blade hole. Both pieces were removed and a non-synthes device was implanted. Only the nail and blade were implanted in the original trochanteric fixation nail (tfn) procedure in 2011. The hardware removal procedure was successful. (B)(6).